Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient had a lead replacement operation. The indication for use included post stroke pain. Additional information has been requested for why the lead was replaced and the outcome of the event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that it could not be confirmed if the lead was fractured or not. It had already been discarded in the hospital.

Manufacturer narrative:
(B)(4). Correction: please note (B)(4) has been removed at this time. Additionally, sections have been updated at this time.

Event description:
Additional information reported that when the lead was checked after implantation the "lead site was shifted" and the lead position displaced. It was also reported the "lead had been fractured." It was unclear whether both a displacement and fracture had occurred; additional information was requested. It was noted that reprogramming did not resolve the issue. Impedance testing was performed at that time and found no abnormal values. The patient's healthcare professional (hcp) decided to "perform another operation if the pain worsened." During a reprogramming session on (B)(6) 2015, it was found that several electrodes had impedances "over 40000 ohms." However, the patient's "pain was not aggravated much" at that time, so it was again decided to "postpone the operation if the patient's pain greatly worsened." The patient's "incidents of pain in the upper right limb" had increased in (B)(6) 2015 and as a result an operation was performed to replace the lead and adjust the lead site on (B)(6) 2015. It was noted there were no reports of lead disconnection being found during the replacement procedure. Replacing the lead reportedly resolved the issue and "there was no further issue" following the replacement.